Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging in an asymptomatic patient. Electrical properties were normal. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.0cm was returned for analysis. Internal insulation abrasion was noted at 12.0-12.5cm from the tip electrode. The etfe coating was intact at this location.